Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had an item was not showing on the patient profile. The customer indicated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the item had not been assigned. A technical support specialist informed the customer that the requested 65100075100310 (oxycodone 5mg tab) was not stocked at the time. Instead, 65100075100325 (oxycodone ir 5mg tab) was stocked, but the correct item was stocked later. The technical support specialist confirmed that the delay in dispensing was due to incorrect item assignment, not a malfunction. The system functioned as intended after the technical support specialist assessed the device.